Event description:
It was reported that when the patient was admitted to the hospital for chemotherapy and the PICC catheter was maintained, the catheter retainer was opened, and the buckle connection was found to be loose and unused during use, and the catheter retainer was replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when the patient was admitted to the hospital for chemotherapy and the PICC catheter was maintained, the catheter retainer was opened, and the buckle connection was found to be loose and unused during use, and the catheter retainer was replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.